Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Investigation found that the device had system fault ec83 that is the cause of the alarm and blank screen. Replaced the pwa (printed wiring assembly) board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited alarm with blank screen. No patient injury reported.